Event description:
It was reported that interference was noted on the distal electrode before rf delivery. There was no pt injury reported.

Manufacturer narrative:
St. Jude medical confirmed on (B)(4), 2008 during device evaluation that the product shipped was labeled as an 8 mm ablation catheter, but the device/catheter had the components of a 4 mm ablation catheter. Rf generators have temperature limits, temperature controls, and high impedance shutdown features. The misuse or malfunction of any of these features may lead to high temperature resulting in coagulum formation. The instructions for use (IFU) for the catheters states "a sudden impedance rise during an ablation procedure is typically indicative of loss of tissue contact and/or coagulum buildup at the distal tip. Remove the catheter from the pt and clean tip before proceeding". Voluntary field action number: 2182269-06/09/08-001-r.